Manufacturer narrative:
Other applicable components are: product ID: 3888-28, lot# l47268, implanted: (B)(6) 1997, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). It was reported that the patient had been told they could not get mris with their implant. The patient then stated that they had an unrelated MRI in 2013 and was never told that they could not get mris with the implant. The patient reported that the implantable neurostimulator (ins) was not working and the lead was not connecting for the last few years. The patient reported that they were trying to get it fixed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.